Event description:
The customer reported that during setup they found the display missing segments in the heart rate portion of the display. No pt involvement was reported.

Manufacturer narrative:
(B)(4).